Event description:
The caller states that the devices bolts that hold the fabric to the seat rail has 2 broken ones and they have broken inside of the seat rail. The caller states that they are unable to remove the broken parts.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.